Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient reported that the battery connected to the black power source cable was draining much sooner than the white cable. The patient needed to change the battery connected to the black power source hours before the white cable side. It was attempted to troubleshoot with different batteries. The clips were secure and not loose. The power cables were intact and the controller passed the self test. There were no abnormal alarms on interrogation. The log file contained 120 pulsatility index (pi) events on (B)(6) 2021 from 9:21:53 to 10:10:54. It was reported the black cable was drawing more power than the white cable. The controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the ¿battery connected to the black power source cable of controller is draining down much sooner than the white cable side¿ could not be confirmed through this evaluation. The submitted log file captured approximately one and a half hour of events. Two power cable disconnect alarm events were captured at 9:13 am and 9:21 am. At 9:13 am, the power cable disconnect alarm events appear to be related to a power exchange from the 14v batteries/clips to the power module. At 9:21 am, the black power cable was disconnected from the power module via a patient cable, which resulted in the power cable disconnect alarm to become active. The alarm cleared when the black power cable was connected to the power module. No other alarm events were captured. It was noted the log file was retrieved from system controller (serial # (B)(6)). Additional information communicated on 29jul2021 indicated the black cable was drawing more power than white cable. The system controller was exchanged. Additional information communicated on 18oct2021 indicated no products will be returning for an evaluation. The requested information was unavailable. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller (serial # (B)(6)) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. System controller (serial # (B)(6)) was shipped to the customer on (B)(6) 2018. Heartmate 3 patient handbook rev c, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed including ¿connect power¿ alarms. Low voltage advisory alarm : 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm : 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm: 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Heartmate 3 instructions for use document rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.